Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A service coordinator reported inefficient aspiration during a cataract surgery. The facility believes the problem was related to the parameters used by the surgeon. The procedure was completed with no harm to the pt. This is the second of two complaints for this facility.